Event description:
Charger (charges) caught fire - oral-b [device catching fire]. Charger (charges)...exploded - oral-b [device expulsion]. Case narrative: consumer via phone stated that their oral-b toothbrush charger caught fire and exploded. No injury was reported. On 19-feb-2025, follow up via phone: the consumer was a male. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.